Event description:
It was reported that the patient had difficulty charging the ipg and had to charge the ipg frequently. Database analysis showed signs of premature battery depletion and a low impedance contact on port a after the patients paddle lead revision (MFR. Report number: 3006630150-2022-00771). The patient underwent a revision procedure wherein the ipg was replaced with a non rechargeable device.

Manufacturer narrative:
Exact date unknown, event occurred after the lead revision procedure on (B)(6) 2021.

Event description:
It was reported that the patient had difficulty charging the ipg and had to charge the ipg frequently. Database analysis showed signs of premature battery depletion and a low impedance contact on port a after the patients paddle lead revision (MFR. Report number: 3006630150-2022-00771). The patient underwent a revision procedure wherein the ipg was replaced with a non rechargeable device. The patient was doing well post-operatively.

Manufacturer narrative:
For field g3 of the initial MDR the bsc aware date should have been 07feb2022.

Manufacturer narrative:
Sc-1232 (B)(6). The returned ipg was analyzed and a review of the patients data found excessive battery depletion rate and usage rate, 90.56 mv and 585 mv respectively. All contacts have low impedance values and particularly e26 returned a zero impedance value. Vh (high voltage) impedance was also low, 1.09 k ohm. It is most likely both asics (application-specific integrated circuits) have been affected due to an unreported event during the previous lead revision. With all the available information, boston scientific concludes that the patient had difficulty charging the ipg and had to charge the ipg frequently. The reported event was confirmed. All contacts have low impedance values and particularly e26 returned a zero ohm. These suggested that both asics (u2/u3) have internal shorts that resulted in the reported complaint. Since the symptoms appeared after the previous paddle lead revision, its most likely the device has been damaged during the procedure.

Event description:
It was reported that the patient had difficulty charging the ipg and had to charge the ipg frequently. Database analysis showed signs of premature battery depletion and a low impedance contact on port a after the patients paddle lead revision (MFR. Report number: 3006630150-2022-00771). The patient underwent a revision procedure wherein the ipg was replaced with a non rechargeable device. The patient was doing well post-operatively.